Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level of 500 mg/dl. Troubleshooting was not performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device received with scratched display window. Device passed the displacement test. (B)(4).